Event description:
The customer reported having a blood glucose value of 451 mg/dl. The customer also reported getting a calibration error from the insulin pump. The customer declined troubleshooting for the high blood glucose during the phone call with the helpline. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.